Event description:
It was reported that post sensed t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were to be made at a future follow up in clinic. The patient was stable.